Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vicm513.2 -10.50 diopter, implantable collamer lens got stuck in cartridge or injection system and tore/broke during injection/delivery into the right eye (od). The lens was implanted, removed and replaced intraoperatively with no patient injury. Problem resolved. Cause of event was reported to be the device.